Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This female patient was admitted for coronary angiography, which revealed a 90%, de novo, diffusely diseased lesion in the proximal through mid-lad. The vessel was not calcified or tortuous. Initially, a 3.0 x 28mm cypher stent was implanted in the mid-lad via direct stenting without difficulty. The stent was post-dilated with a 3.0 x 13mm fortis balloon. Then, a 3.5 x 28mm cypher stent was delivered to the proximal lad direct stenting. The balloon was inflated; however, at 10atm the pressure dropped and no additional pressure could be applied to the device. The balloon was deflated and the delivery was withdrawn without difficulty. The stent was deployed enough, however, post-dilation with a balloon (3.5/13mm: fortis) was conducted. The procedure was completed without incident. After the procedure, physician visually confirmed the balloon to be ruptured. There was no reported patient injury.